Manufacturer narrative:
The member's account status prevented a replacement monitor from being ordered. Multiple attempts were made to contact the patient to obtain additional information with no success. The patient's blood glucose meter was requested to be returned for investigation. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported receiving an inaccurate reading from the teladoc blood pressure monitor. They stated that they checked their blood pressure because they were not feeling well, and the device showed a high reading when their blood pressure was actually low. The patient passed out, was taken to the hospital, and was admitted.